Event description:
Discordant androstenedione (andro) results were obtained on diluted patient samples on the immulite 2000 instrument. The discordant results were not reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant andro results.

Manufacturer narrative:
The customer called the siemens technical solutions center after obtaining discordant androstenedione results on patient samples. The operator had performed manual dilutions of 1:2 and 1:5 on one patient sample after the instrument produced error flags when the sample was run neat. The 1:2 and 1:5 results did not match. There is no commercially available diluent for androstenedione, and the operator used a patient sample that had resulted as "zero" for the diluent. However, the instructions for use for immulite 2000 androstenedione does not support dilutions. The instrument is performing within specifications. No further evaluation of the device is required.